Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricle lead exhibited a high pacing impedance. No intervention was performed. The patient was in stable condition and would be further monitored.